Manufacturer narrative:
The stent was noted to be damaged after it was removed from the hoop, during the prep stage. Evaluation summary: the sheath and stylette were loaded into the device. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. The device returned with a detachment of the strain relief and luer. The hypotube material was oval and jagged at the detachment site. A bend was evident on the hypotube approx. 4cm distal to the detachment site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used. It is reported that the stent was broken. No patient injury reported.